Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated issue, a technical service representative discovered that a home patient drained 3864 ml of solution during drain 5 of 5 of automated peritoneal dialysis therapy using a homechoice device. Follow up with a registered nurse identified that the maximum prescribed fill volume for the hp was 2400ml. Nothing unusual was identified during therapy which produced the increased intraperitoneal volume event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.